Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display with moisture) issue. It was alleged that there was a line through the display, and there was moisture in the battery and cartridge compartments. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. Moisture was observed in the battery compartment. Multiple cracks were observed in the battery compartment. A leak test was performed and leaks were identified in the battery compartment. The pump was opened and no further moisture damage was found. Unrelated to the original complaint, the bolus button cover was torn but completely functional. The original complaint of a line through display could not be duplicated.